Event description:
Complaint description: the md was performing the procedure according to IFU. The md found that the syringe leaked. Another device was used , and the procedure was completed without incident.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe and introducer needle for analysis. Visual inspection did not reveal any defects or abnormalities. No signs-of-use were observed. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did pass the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body did not move to the bottom of the syringe. Therefore, the sample passed the push leak test. In order to check for defects in the ars bi-valves, the plunger body was removed and the distal end was held up to a light. No defects were detected on the bi-valves. With the introducer needle attached, the ars was used to draw and aspirate water. The syringe barrel was able to consistently draw and aspirate water. A device history record review was completed with no relevant findings. The report of an ars leaking in use could not be confirmed through complaint investigation. No visual defects were observed on the returned sample. The ars passed all functional and additional testing, and a device history record review did not reveal any relevant findings. Based on the customer description and the returned sample, no problem was found with the ars sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the md was performing the procedure according to IFU. The md found that the syringe leaked. Another device was used , and the procedure was completed without incident.